Event description:
It was reported that during a procedure, the unit's head would rotate and not lock into place. The procedure was completed with another handpiece. There were no adverse consequences to the pt.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be update if the investigation requires.